Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for the past 5 days the implanted neurostimulator battery has not increased from 90%. Caller stated this had happened once 6 weeks ago and they had spoken with rep via phone and were told something to do which resolved the issue. Agent had caller unlock the controller and caller reported no device found and commented that will always display unless recharger is connected. Caller connected the recharger and reported recharging good with ins at 90% and a green flashing light. Caller reported stimulation is off displayed on screen. Agent reviewed with caller how to turn stimulation on with stimulation on/off button and caller confirmed stimulation was on. Agent had caller disconnect the recharger and reset the controller; caller again reported no device found. Caller pressed try again with same result. Agent provided information and redirected caller to reach out to rep to un-pair and re-pair controller to ins.